Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The site was sometimes puffy. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.